Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient called on (B)(6) 2021 and stated they fell several weeks ago down their steps due to icy weather. It was noted when the patient fell they hit the internal battery in their back. Since the fall the patient had issues charging. The patient had an appointment on thursday (B)(6) 2021 to assess the pocket site, charging issues, and to check impedances. The issue was not resolved at the time of report.  No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) the patient today (B)(6) 2021 at her appointment. Rep assessed her ins pocket site and noted no bruising, swelling, warmth, or redness. The patient said she was a little tender when pressure is applied to the area. Rep interrogated her ins with tablet and checked electrode impedances, all electrodes were wnl except for electrode 5 measuring high ¿do not use¿. Rep checked her programs and none of them are using electrode 5. The patient did not have her recharger equipment with her today, but rep had a spare. In clinician mode rep attached the recharger antenna to the controller and placed it over her ins. Rep had no trouble finding the device, coupling was excellent, and it stayed connected without interruption during the charge session. The patient said that when she charges at home it has trouble finding the device and keeping a good connection during charging (stops and starts). Rep asked if she noticed any damage to the antenna she said no. Rep let patient borrow recharger to take home and try. If she continues to be successful with rep's recharger antenna, she is to call patient services for a replacement. Event appears to be resolved at this time. Patient is to call if she has any issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called today to let rep know that the recharger paddle they borrowed is working so much better than hers and that her charging was back to normal ¿like it¿s supposed to be¿. She now reports excellent coupling and no breaks in the connection when charging. She also reports that the pocket site is not sore anymore. She said that with the old recharger paddle she was having to push in on the pocket to get the battery to charge which made the area sore, she no longer has to push in for charging. I asked about her current programming and she said that her programming was good and working now that her battery is charged. The patient is to reach back out to me if she needs anything. Her provider has been updated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.